Event description:
Reporter stated the infusion headset came away from the adhesive. No adverse event was reported. The alleged product was discarded and is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states. It is like or similar to a product marketed in the united states. Device will not be returned.